Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm event on (B)(6) 2024. The blockage was located at the site. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 PMA/510(k) number under g4, and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6005703 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated. The batch 6005703 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the packing lot 6005703 was manufactured according to the wi version 96 manufactured in the line multivac 10, on 24/feb/2024, with a total of (B)(4) units. Welding: the lot 4b03723 was assembled according to the wi version 33, machine ls24, ls25 and ls11 on 23-feb-2024, with a total of (B)(4) units each. The lot 4b03722 was assembled according to the wi version 33, machine ls06 and ls07 on 23-feb-2024, with a total of (B)(4) units each. Gluing of connector the lot 4b03406 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 18/feb/2024, with a total of (B)(4) units. The lot 4b03571 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 23/feb/2024, with a total of (B)(4) units. The lot 4b04459 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 29/feb/2024, with a total of (B)(4) units. The lot 3m01205 was manufactured according to the wi version 36 in the gluing of connector in the line 3, on 16/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6005703 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.